Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No unexpected low battery alarms noted. The sleep currents were within specification. The pump passed the self test. The pump was returned for power error alarms. The alarms were confirmed during testing. The root cause was the non-sleep anomaly software error. The pump also had a cracked reservoir tube lip, a scratched case, and minor scratches on the lcd window.

Event description:
The customer reported via phone call that the insulin pump displayed a power error. The customer stated the error would occur from time to time. Customer also reported their battery did not last for more than two days. Customer's blood glucose was unknown. The customer was advised the insulin pump needed to be replaced. The caller declined to return the insulin pump for analysis.